Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07180. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that they patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a laparoscopic supracervical hysterectomy with bilateral salpino-oopherectomy due to sui and pelvic organ prolapse.

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed incontinence and urinary tract infection. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to dyspareunia. (B)(4).